Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) may have possibly developed an infection. The patient experienced a hard but painless lump on top of the device which had been drained twice. In addition, the patient believed the lump may be due to a device issue. There were no additional adverse patient effects reported. Additional information was requested but no further information was obtained. All available information indicates that the product was explanted.